Event description:
During insertion of dialysis catheter the guidewire required significant force to be fed through the catheter. The line was removed and a second kit was opened and used to complete the procedure.